Manufacturer narrative:
Patient information will not be released due to privacy laws. Per 21 cfr 806 ge healthcare has initiated a medical device correction for this issue under FDA reference number (B)(4).

Event description:
The hospital reportedly noted difficulty in ventilation while in mechanical mode. Clinician switched to manual mode. The case was completed with no further reported complaint. There was no reported patient injury.